Event description:
It was reported that stored egms revealed intermittent noise on the ventricular channel. The noise was reproducible in clinic with pocket manipulations. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.